Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced connectivity and app pairing disruption during dialysis that prompted deletion and reinstallation of the app, followed by re-entry of dexcom credentials, during which the user announced meals to counter rising glucose and subsequently experienced both hyperglycemia and hypoglycemia; device delivery reportedly continued until glucose declined, and function was normal afterward. Symptoms included elevated and low blood glucose, with a reported high of 274 mg/dl for about one hour and a low of 50 mg/dl for about thirty minutes, without loss of consciousness, ketone testing, or medical intervention. Outcomes included temporary, non-serious fluctuation of glucose values without hospitalization or professional treatment. Investigation included complaint review, product use evaluation through customer interview, and user education on appropriate operation. Investigation of this case revealed no confirmed device malfunction and user-related use of meal announcements during rising glucose, with normal operation reported after the event. It was concluded that the cause of the hyperglycemia and hypoglycemia was unclear, with contributory user actions and transient connectivity or app pairing issues not reproduced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.